Manufacturer narrative:
Insulin pump was received with missing segment due to lcd cracked zebra connector. Insulin pump was received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip, missing address and serial label.

Event description:
It was reported the customer had a partial display on their insulin pump. It was found the customer had pixels missing from their screen, preventing them from reading their screen properly. It was also reported the customer had dropped their insulin pump. Customer's blood glucose was 17 mmol/l. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.